Event description:
On (B)(6) 2008, a 25mm trifecta valve was implanted. On (B)(6) 2017, a valve-in-valve procedure was completed with an unknown valve. Additional information has been requested. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
An event of cardiogenic shock secondary to aortic insufficiency was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the valve had been implanted for more than 9 years when the valve-in-valve was performed.

Event description:
On (B)(6) 2008, a 25mm trifecta valve was implanted. On (B)(6) 2017, the octogenarian patient presented with in cardiogenic shock secondary to an inferior wall myocardial infarction and severe aortic insufficiency. An emergency valve-in-valve procedure was completed and a 23mm edwards sapien 3 was placed inside the nine-year-old valve. The patient is reported stable. Past medical history included CABG x2 and avr in 2008, mitral regurgitation (grade 2-3/4), tricuspid regurgitation (3-4/4, hyperlipidemia, peripheral vascular disease, implantation of a dual chamber pacemaker in 2013, repair of abdominal aortic aneurysm in 2014 and chronic anticoagulation therapy for chronic atrial fibrillation. (Clinical study patient ID: (B)(4).